Manufacturer narrative:
The software investigation determined that they were unable to determine the probable cause of the reported issue, because the behavior could not be replicated. Eval code method is associated with this analysis. Eval code result is associated with this analysis . Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that an alleged inaccuracy occurred during the procedure. The health care professional felt 1 cm inaccurate. The site took another imaging spin and finished the case with no issue. There was less than an hour delay in the procedure. No impact on patient outcome.